Event description:
It was reported that the nurse sustained a shoulder injury requiring surgery while unloading the cot from the ambulance.

Manufacturer narrative:
The ambulance cot was used with a safety hook that was not manufactured nor approved for use by stryker. The nurse did not follow appropriate unloading procedure.